Manufacturer narrative:
(B)(4).

Event description:
Patient's grandfather contacted dexcom on (B)(6) 2016 to report that the receiver displayed hwbat on (B)(6) 2016. Patient's grandfather did not report injury or medical intervention. No additional patient or event information is available.